Event description:
A customer reported to baxter corporate product surveillance a clearlink catheter extension set in which when attempting to draw blood into an unknown vial, hemolysis was observed. According to the reporter, the facility was a recent transition facility from interlink to clearlink. The facility will draw the first two tubes of blood and discard. They will then go to collect an additional two tubes for testing. When blood is being drawn for the second group of tubes, hemolysis was observed. There was a patient involved. However, there are no reports of patient injury, adverse events, or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.